Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 550 mg/dl. Customer reported that insulin pump was in use during high blood glucose event. Customer treated for high blood glucose using manual injections. Customer reported that the automode feature was in use at the time of the high blood glucose event. Insulin pump will not be returned for analysis.